Manufacturer narrative:
Event analysis showed that when restarting the power supply, the current of the magnets increased directly to its setpoint, without cycling. Software code review showed that this cycling is not performed if during an treatment field, the "set range" is not successfully completed for any reason (manual pause, device error, magnet issue,etc.) And a magnet power supply current drops below the requested current (e.g. If the power supply is re-booted). As a consequence, the beam characteristics could be wrong when starting irradiation after resuming the treatment field. As there is a cycling of the magnets before each treatment beam, the issue will impact only one treatment field. Iba further analyzed the risk related to this event and concluded that this event would not lead to a serious injury. Iba believes that the effectiveness of the treatment would not be impacted if this issue occurs and there is not an additional risk of delivering an extra dose to the organs at risk.

Event description:
During a routine quality assurance inspection, one of the magnets of the proton beam line failed. The user paused the beam and iba site team power cycled the power supplies of all the magnets. The user then observed a range error of 2mm compared to the expected range. No error message was provided by the proton therapy system.

Manufacturer narrative:
Event analysis showed that when restarting the power supply, the current of the magnets increased directly to its setpoint, without cycling. Software code review showed that this cycling is not performed if during an treatment field, the "set range" is not successfully completed for any reason (manual pause, device error, magnet issue, etc.) And a magnet power supply current drops below the requested current (e.g. If the power supply is re-booted). As a consequence, the beam characteristics could be wrong when starting irradiation after resuming the treatment field. As there is a cycling of the magnets before each treatment beam, the issue will impact only one treatment field.

Event description:
During a routine quality assurance inspection, one of the magnets of the proton beam line failed. The user paused the beam and iba site team power cycled the power supplies of all the magnets. The user then observed a range error of 2mm compared to the expected range. No error message was provided by the proton therapy system.